Event description:
Device malfunction: none. Symptoms/ae: hypotension and desaturation treated with manual assisted respirations. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after postdilatation with the rx viatrac balloon, the patient experienced desaturation related to hypotension, which was treated with manual assisted respirations for six minutes. The patient was then placed on a non-rebreather mask @ 15ml/min. After 5 min on a non-rebreather mask, his spo2 was 100% and the mask was removed. The hypotension was treated with neosynephrine and atropine; however, both medications were ineffective, so the patient was treated, effectively, with levophed. The patient also experienced a seizure which was not treated. The hypotension resolved one day postprocedure and the patent was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension, seizures and respiratory events are known potential adverse effects associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.